Event description:
On (B)(6) 2013 patient's mother reported the infusion device is draining the battery every couple of days. Mother stated they tried a new battery and it lasted only 2 days. Submitted request for assistance. On (B)(6) 2013, preliminary evaluation showed based on the history analysis, the infusion device had high power consumption. A defective component in the power supply path leads to a leakage current; therefore a battery change has to be performed frequently. Due to the quick discharge of the battery, the w2 (battery low) warning did not alert the user but the e2 (battery empty) error message occurs. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, battery, and battery cover for evaluation.

Manufacturer narrative:
It was unknown what are patient's type of diabetes and date of diagnosis. It was unknown regarding patient's medications or other medical devices. It was unknown if the initial reporter sent a report to the FDA. Evaluation results are pending.

Manufacturer narrative:
Conclusion: the complaint can be verified. Result based on the history analysis the pump had a high power consumption. A defective component in the power supply path leads to a leakage current. Therefore a battery change has to be performed frequently. Due to a quick discharge of the battery, the w2 "battery low warning" did not alert the user but the e2 "battery empty error" occurs. Consumables the battery cover passed the optical inspection.